Manufacturer narrative:
Continuation of d10: 407658 lead implanted (B)(6) 2009; dtpa2d1 crt-d implanted (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead in use for pacing and sensing exhibited high thresholds and high undefined impedance. It was reported that the rv lead in use for defibrillation exhibited high undefined impedance on both defibrillation coils. The leads were capped and a new lead was implanted for pacing and defibrillation. It was also reported that the right atrial (ra) lead exhibited high thresholds. The lead was capped and replaced. It was also reported that the left ventricular (lv) lead exhibited high undefined impedance. The lead was capped with no replacement. No patient complications have been reported as a result of this event.